Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, the log shows the large roller pump being started and reported 'underspeed (head < demand)'. One second later the pump reports a 'belt slip jam' status = true causing the pump to stop. This will cause a reported pump jam. This sequence occurs one more time. The log confirms the complaint. The field service representative (fsr) performed mechanical, electrical and visual testing with no issues found. The unit operated to the manufacturer's specifications.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'pump jam' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.